Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting treatment to the chin on (B)(6) 2021 may have developed paradoxical adipose hyperplasia (pah/ph).

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting treatment to the submental area on (B)(6) 2021 using a coolsculpting system applicator, who developed paradoxical adipose hyperplasia (ph).